Event description:
It was reported that the customer is not on pump since two years ago. The customer stated the device was removed because it almost killed them and customer gave the pump to their dr. It was indicated that the incident was most likely due to low bgs and the event was not reported before.